Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace an 89-year-old male patient, the device was unable to pace. Complainant indicated the clinician obtained a second r series device; however, mechanical capture was not observed again. Emts arrived on the scence and used their x series device with the same onestep complete pads and were able to pace the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling using returned multifunction cable (mfc) without duplicating a malfunction to the device. The pads used in the event was not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs showed impedance testing and pacing activities by biomed. Later, the device detected expected alerts related to poor pad contact and lead connections. No clinical file was available for review. No trend is associated with reports of this type.